Event description:
A past high blood glucose event was reported, but the specific highest value was unknown, only indicated as "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins. To address the issue, the customer changed the infusion set and cartridge, and it was confirmed that the control iq feature was active at the time of the event. Tandem technical support advised the customer to consult a healthcare professional to discuss potential factors affecting their blood glucose levels.